Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: do not modify implants. The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery. Evaluation of the returned component found grooves on the surface of the outer diameter consistent with roughening from implantation. There is material removal from the outside edge of the ring groove. There are depressions in the scallops of the component which were likely caused by instrumentation used during insertion or removal. There is a thin line of burnishing on the outside edge of the constraining ring that may have been caused by contact of the constraining ring with the femoral stem. Based on the examination of the liner and review of relevant medical records, it is likely the disassociation resulted from a failure of the cement interface. This report filed (B)(6) 2010.

Event description:
It was reported that patient with a history of recurrent dislocations underwent revision hip arthroplasty on (B)(6) 2008 where the modular head and acetabular liner were removed and replaced. During the revision procedure, the surgeon debrided marked synovitis and a cyst from the hip joint. The liner was placed in a well-fixed acetabular cup utilizing a competitor's cement. The operative notes from the procedure reveal that the surgeon "roughened" the outside of the acetabular liner prior to cementing the liner in the cup. It is not known when the well-fixed acetabular cup was originally implanted. Subsequently, the patient underwent another revision procedure on (B)(6) 2008 due to disassociation of the constrained liner and acetabular cup. The liner and cup were removed and replaced.